Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had bilateral inguinal mesh implanted. It has caused severe bloating upon standing, intense pain, itching, burning, impotence since surgery. After 2 years, the patient suffered another injury where flesh pulled away from the mesh. The patient have not been able to go back to work since the re injury and complained about pain for the last 3 years and finally got surgery on 2021. The patient was told the mesh cannot be removed and doctors believe that the patient had nerve and vein impingement. The surgery consisted of bilateral spermatic cord denervation and varicelectomies, unfortunately the doctor could not fulfill the planned procedures because of finding major spermatic cord inflammation and scar tissue. The patient is still recovering and waiting if it will produce pain relief 4 days out surgery. It was noted that the patient had a lot of inflammation and serious pain while standing or walking and the dominate pain was below the incision on around the penis. A couple of months after the mesh was implanted, the patient asked the surgeon to perform exploratory surgery to see what was going on and the patient fel t the mesh never attached properly. The surgeon refused and opted pain management. Since surgery, the patient had 2 nerve blocks which were not successful. The patient have been prescribed many different nerve pain epileptic medications which were not helping with the pain that radiates at the testicle inguinal and throughout the groin to the left and right hop. The physician was not sure why the patient had scar tissue and inflammation on the right cord but not the left cord. Since the mesh implant surgery most of the pain has been on the right side. The patient have been begging the doctors to remove the mesh because the patient's body was rejecting the device due to the pain and major abdominal swelling. If this surgery did not work there were a couple more options to try as per the patient.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that the device was poorly integrated with the surrounding tissue and significant surgical intervention was required due to the product failure. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.